Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kllu, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient experienced a loss or change of therapy. The patient was not feeling stimulation while therapy was on. There was no fall or trauma reported with the event. It was noted that patient was assisted in increasing stimulation on program one from 1.7v to 2.7v but the patient wasn't feeling stimulation after the increase and her symptoms didn't improve. The patient changed from program one to program two and increased stimulation to 2.1v, patient reported feeling stimulation. It was reported that patient could not control bowel movements and was having swelling below the belt line which was indicated as sudden. It was later reported that patient's daughter called the next day and stated that wanted instructions on how to switch programs as stated that the program they switched to the day prior to this call still not helping and she could not increase stimulation any higher. The patient was indicated for fecal incontinence gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was feeling bloated and still had no fecal control. This began in (B)(6) 2015. This was happening at the time of the original call as well. The doctor stated she was constipated. The patient had been directed to take a laxative and not change the implant settings. An enema was given once and it helped for a few days. The laxative had helped some but she had no control. The caller was going to put the patient back on program 1 at 1.7 volts, which were her original settings in (B)(6) 2015.